Manufacturer narrative:
No complaint was received with the return of this product. Failure event observed during analysis. Final analysis found a partial lead returned in two pieces. Internal insulation abrasion was noted from 7.7 cm to 8.2 cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was also noted from 11.7 cm to 13.4 cm from the distal tip. The etfe coating was abraded at this location. External insulation abrasion was noted from 43.8 cm to 43.9 cm from the distal tip, consistent with friction against another implantable device. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.

Event description:
New information available on 7/28/2018 states that, the right ventricular lead was malfunctioning. The lead was explanted and replaced with a competitor product. There were no complications to the patient.